Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation results: summary: the complaint is unconfirmed. No bd cause found. Conclusion: the customer issued a complaint for a detached syringe detected by end user. Neither samples nor photos were provided to (B)(4) (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications.

Event description:
It was reported that a consumer brought in a failed bd ultrasafe passive¿ x-series needle guard syringe. The device reportedly ¿fell apart¿ and the safety device separated from the syringe itself. There was no exposure, injury or medical intervention reported.